Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the patient was seen by the surgeon twice. X-rays were performed to check the catheter and no kinking or disconnect or displacement was found. Regarding factors which may have caused or contributed to the pump flipping since implant and the patient experiencing withdrawal, the surgical nurse reported the patient had been pushing the pump back into place. The patient was being sent for a nuclear medicine study. The patient was advised to wear an abdominal binder and avoid bending to allow the pump to scar in. The withdrawal symptoms were controlled with oral baclofen. The hcp was waiting on the surgeon for a date to secure the pump and possibly replace the catheter. The hcp noted covid-19 restrictions with the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump. It was noted the patient¿s dose was ¿really low¿ but did not know what it was. It was reported the patient had a new pump put in (B)(6) 2019 due to normal battery depletion. It was further reported the patient¿s new pump ¿stopped working on (B)(6) 2020¿. The patient woke up and it felt like pins and needles and ¿my hands and feet were really curled up and someone told me if you get itchy then you need to go to the doctor.¿ it was further reported "the withdrawals were terrible, I was itching, and my muscles would go tight, I was shaking uncontrollably". The patient had not missed a refill, and her next refill would be in (B)(6). The patient had no falls or trauma, but it was reported "ever since this new pump was put in it would flip. It was noted the patient told the doctor what was going on. It was also reported if the patient bent over to tie her shoes the pump would be ¿flipped on my side and I would have to push it back down". Regarding the withdrawal, the patient went to the hcp and ¿they sent me back home.¿ the patient called their doctor and they said to go to the emergency room (ER) and the patient went back and finally after 8 hours they gave the patient oral baclofen which took care of the withdrawal, but the oral baclofen made the patient sleepy. The patient was taking 10mg oral baclofen tablets. The patient was redirected to the hcp, but the hcp was not seeing patient¿s until after covid-19 situation. The patient wanted to know if there was another doctor who could ¿read the pump to find out why it was doing this.¿ physician listings were sent to the patient. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative and it was reported that the healthcare provider was moving the pump from the back to the abdomen due to the pump flipping. The pump was delivering gablofen 2000mcg/ml at 200.1mcg/day.